Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email forwarded on (B)(6) 2017: "dear [manufacturer representative], we met [physician] some time back. He had 2 mitral valve patients who came back with a thrombosed and stuck valve. Both the patients were thrombolysed. One patient suffered stroke and could not survive. The second also suffered peripheral embolism and suffered organ faliure [failure] and could not survive. The first patient was admitted with an inr of 1.2 and the second patient with an inr of 1.9. This has led the doctor to percieve [perceive] that on-x is more thrombogenic in camparison [comparison] to other mechanical valves." This case is in reference to the first patient who passed due to stroke. Another separate report was made for the second patient.

Manufacturer narrative:
A review was held of all the available information. The onxmc-25/33 sn was implanted on (B)(6) 2016. Patient died (B)(6) "2016/2018" (236 days post-implant) of massive cerebral infarct following thrombolysis therapy for ¿stuck valve,¿ presumably due to thrombosis. Inr at the time of event was 1.2. Patient also diagnosed with atrial fibrillation. This patient¿s anticoagulation was significantly sub-therapeutic. The inr guideline for mechanical prosthetic mitral valves is 2.5-3.5 with low dose aspirin [nishimura]. An inr of 1.2 suggest the patient was not taking warfarin. Due to the lack of anticoagulation, a thrombus (clot) formed or lodged in the valve, creating the ¿stuck¿ description. The attempt to dissolve the clot resulted in release of pieces (thromboemboli) that floated to and lodged in the brain causing the cerebral infarct leading, in turn, to the death of the patient. Thrombosis, thromboembolism, and death are all recognized risk factors for mechanical mitral valve replacement cases in the instructions for use (IFU). Objective performance criteria report a historical thrombosis incidence of 0.8% per valve-year for all rigid prosthetic valves while the guidelines state that even with adequate anticoagulation the risk of thromboemboli is 1%-2% per year [nishimura]. Evidence suggests sub-therapeutic anticoagulation causing formation of clot which embolised during attempt thrombolysis leading to a thromboembolic stroke and subsequent death. The IFU lists prosthesis thrombosis as a known potential risk associated with the use of the on-x valve. Product met all specifications prior to release and no deviations are noted with the processing of this product.

Event description:
According to an email forwarded on 01/03/2017: "dear [manufacturer representative], we met [physician] some time back. He had 2 mitral valve patients who came back with a thrombosed and stuck valve. Both the patients were thrombolysed. One patient suffered stroke and could not survive. The second also suffered peripheral embolism and suffered organ failure [failure] and could not survive. The first patient was admitted with an inr of 1.2 and the second patient with an inr of 1.9. This has led the doctor to perceive [perceive] that on-x is more thrombogenic in comparison [comparison] to other mechanical valves." This case is in reference to the first patient who passed due to stroke. Another separate report was made for the second patient.